Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was replaced during a revision procedure due to the use of bovie electrocautery. No device malfunction was suspected. The patient was doing well postoperatively. Explanted ipg will not be returned. Electrocautery: per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.